Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain one of four of peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm. During troubleshooting, the patient reported that they had disconnected during dwell without stopping therapy. The patient had then reconnected to the setup. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. The patient planned to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, disconnecting from the setup without stopping therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.